Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of the insulin pump was delaying to respond. The block mode was inactive. Customer reported that the insulin pump was not exposed to moisture. Customer reported that the number were ramping and scroll bar moving without any input. Customer reported that every time they presses center button and had same issue. Customer was able to clear the alarm and all buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.